Event description:
Customer reported that sensor cannula may have been left inside her body. Customer stated that she verified all the needles in the sharp box to see if the cannula got stuck with the needle, but she did not find anything. The blood glucose reading was 135 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.